Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient ((B)(6)) underwent atrial fibrillation (afib) ablation procedure with decanav electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. The physician performed the transseptal puncture with the baylis energy needle. While advancing the wire from the st jude sl1 the physician stated that it "didn't feel right", removed the wire, and advanced the sheath into the left atrium. After the physician advanced the sheath into the left atrium the physician scanned the heart with the soundstar catheter and noticed there was a pericardial effusion. The procedure was stopped, heparin was reversed and a pericardiocentesis was performed. There was approximately 1,200 ml of fluid removed and the drainage tube was left in place when the patient left the ep lab. The patient was transferred to intensive care unit. The physician suspects that there was a perforation in the superior vena cava (svc) but is unsure. The clinical account specialist is unsure of the patient's current condition. The patient remained hemodynamically stable at the time of the call. There was no effusion prior to procedure. No ablation was performed. Other biosense webster products that were used were (10f soundstar and decanav). The physician¿s opinion is that the cause of this adverse event procedure, the wire for the transseptal needle as the physician was going up into the ivc. The patient required hospitalization due to the event. At the time the clinical account specialist left the hospital the patient's condition was unknown. The clinical account specialist will provide an update asap. The sales rep commented that the effusion was discovered after the transseptal when the soundstar was taken into the right ventricle for a routine scan. The decanav was in the coronary sinus. The stsf was not inserted into the body yet. There was no drop in blood pressure. The procedure was aborted and the patient was discharged after a few days of observation. Based on this information the event is conservatively coded under the decanav catheter.